Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the mid left anterior descending artery with one 2.5 x 15 mm xience v stent. A 2.5 x 18 mm xience v sent was placed to cover a stent edge dissection caused by the insertion of the first stent. Next a 3.0 x 8 xience v stent was deployed in the first diagonal artery. A 2.5 x 12 mm xience v was deployed in the mid left anterior descending artery in a kissing stent fashion with balloon dilatation. On (B)(6) 2012, the patient experienced chest pain with a stinging sensation for one week. On (B)(6) 2012, the patient underwent cardiac catheterization in the left anterior descending artery which revealed an ostial 90%+ stenosis extending slightly into the distal left main, a proximal bifurcation stented segment which was widely patent (referring to the 3.0 x 8 mm and 2.5 x 12 mm stents), and another stented segment further down the vessel which exhibited diffuse 90%, in-stent restenosis (referring to the 2.5 x 15 mm and 2.5 x 18 mm stents). The patient underwent percutaneous coronary revascularization. The patient was discharged from the hospital on (B)(6) 2012. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5 x 15 stent mentioned is being filed under a separate manufacturer report number. (B)(4) - no pre-dilatation. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted via direct-stenting (no pre-dilation). It should be noted that the IFU instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated.